Event description:
The fe reported that the generator would not boot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info ins unavailable at this time and no add'l service info was provided.